Manufacturer narrative:
Evaluation summary: a sample was received and has been sent to sterilization. The condition of the product has not been verified and visual inspection has not yet been performed as the sample has not yet been returned from sterilization. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The root cause will be reassessed upon completing the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma shunt implantation procedure, outflow of aqueous humor was noted to be insufficient. Therefore, the product was explanted on a subsequent date and trabeculectomy was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient's intraocular pressure had increased postoperatively, and vitreous strand escape was confirmed. The surgeon indicated that at the time of cataract surgery by a previous doctor, capsule rupture and vitreous escape had occurred. Since treatment of the vitreous strand was not sufficient, the surgeon believes that the remaining vitreous strand clogged the glaucoma shunt; the surgeon indicated that the causality of the event was not related to the shunt. The patient was hospitalized from (B)(6) 2016. Laser conjunctival suture lysis was performed on (B)(6) 2016 and again a few days later. Laser treatment for the occlusion was performed on (B)(6) 2016. The cause of the vitreous occlusion was noted to be healed on (B)(6) 2016. The symptoms resolved and the iop was noted to be stable and not high on (B)(6) 2016. It was clarified that the shunt was exchanged for another shunt.

Manufacturer narrative:
Evaluation summary: a sample was returned for investigation, consisting of only a shunt. Some light blockages were observed on one side of the restriction unit in initial inner illumination; therefore, the reported complaint was confirmed. After cleaning the shunt, openings on both sides of the restriction unit were seen with no interruptions; therefore, there is no indication for manufacturing related factors that could cause the blockage. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage bad been noticed, the product would have been rejected immediately. Due to all of the above, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive; no root cause was able to be identified as the blockage could have been caused by many different factors during and after the clinical procedure. As the openings were seen on both sides of the restriction unit, there is no indication for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).